Manufacturer narrative:
Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: l4/l5 disc bulging, ligamentum flavum thickening and spinal stenosis. 2 types of diabetes mellitus. Hypertension. Right tibia fracture after operation. Otitis media. Sinus bradycardia. Procedure used: spinal internal fixation system for open lumbar fusion surgery it was reported that the patient underwent a posterior lumbar interbody fusion. Post-op, on (B)(6) 2017 the wound was oozing exudate showing suspicion of infection. On (B)(6) 2017, wound debridement was performed.